Manufacturer narrative:
This information has not been provided. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Device report received from jolimont haine (B)(6) in (B)(6) indicates that a patient underwent cranioplasty after removal of part of the temporal bone. The dura was not opened and patient was implanted with (B)(4). Patient was treated with radiotherapy after the procedure. Two months after the surgery, the (B)(6) had disappeared and the surgeon could see the dura beating through the skin. Remainder of the (B)(4) (only crumbs and powder) was removed.